Event description:
It was reported that the patient underwent radiation treatment for cancer, not vns related, and it was reported that the patient developed left-sided vocal cord paralysis due to the vns after the radiation treatment. No other relevant information has been received to date.